Event description:
Wearing a mask has caused chronic rhinitis and skin rashes; 100 years of data showed masks are ineffective in reducing the transmission of respiratory viruses. None of the models used to require mask use have been accurate. Models are not evidence, they are theories at best. Please look at actual evidence and not 2 weeks cherry picked to prove a point. Be a scientist. Do your job and stop harming people. FDA safety report ID# (B)(4).